Manufacturer narrative:
(B)(4). (B)(4) was not authorized to evaluate/service the device.

Event description:
It was reported that during maintenance a ventilator auto trigger was activated 1 minute after starting. When the positive end-expiratory pressure (peep) was turned off and the trigger changed from 1.0 to 3.5, the auto triggering stopped. There was no patient involvement.